Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown connecta leaked. On (B)(6) 2024 at 1830 hours the nurse was administering a routine infusion of medication to a patient, using an infusion tee to assist with the infusion, and discovered that the infusion tee screw end cap connector was not screwed on tightly enough, resulting in the fluid leaking out of the tee and preventing it from being used properly, which was a quality issue, and the infusion tee was immediately replaced to complete the infusion.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.

Event description:
On (B)(6), 2024 at 1830 hours the nurse was administering a routine infusion of medication to a patient, using an infusion tee to assist with the infusion, and discovered that the infusion tee screw end cap connector was not screwed on tightly enough, resulting in the fluid leaking out of the tee and preventing it from being used properly, which was a quality issue, and the infusion tee was immediately replaced to complete the infusion.